Event description:
(B)(6). It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting treatment procedure a stent under expansion occurred. In (B)(6) 2011, the patient presented with stable angina. Target lesion #1 was located in the mid right coronary artery (rca) with 80% stenosis and was 13 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 12 mm promus element stent, with 0% residual stenosis. Target lesion #2 was located in the distal rca with 60% stenosis and was 13 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 12 mm promus element stent. Following post dilatation, residual stenosis was 20%. Target lesion #3 was located in the acute marginal artery with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of the 2.25 x 16 mm promus element stent. Following post dilatation, residual stenosis was 80%; 2.25 x 16 mm promus element stent was not well deployed because of excessive calcification. The site has confirmed that "not well deployed" refers to "stent under expansion due to vessel anatomy". The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).